Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) showed question marks in the data fields and had experienced several memory errors and bit flips during the time that the patient was undergoing radiation therapy. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. There were 64 single bit parity errors as of (B)(6) 2017. Analysis of the device memory indicated invalid data in the cardiac compass, at/af episode counter, and both atrial and ventricular rate histograms. If information is provided in the future, a supplemental report will be issued.